Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 350 mg/dl, while wearing the pod on unknown location. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the patient was still wearing the pod.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used. The patient's blood glucose (bg) values reached 350 mg/dl.

Manufacturer narrative:
Remove from emdr-101894. Describe event or problem: it was reported that the patient¿s blood glucose (bg) reached 350 mg/dl, while wearing the pod on unknown location. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the patient was still wearing the pod. Add to emdr-101894. Describe event or problem: it was reported that the needle mechanism had fully deployed before the pod was able to be used. The patient's blood glucose (bg) values reached 350 mg/dl.